Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. The treatment was cancelled due to receiving multiple m31 air detected in cassette alarms during drain 1. It is unknown at which point in therapy the leak began. Due to the fluid found within the patient's cycler it was advised they discontinue using the cycler and revert to an alternate treatment plan. The contact was advised to follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the contact reported that treatment was completed with a pd cycler at the clinic the following day. The patient experienced some discomfort in the form of abdominal distention due to holding the fluid until the following day. The patient did not experience any adverse events nor injuries requiring medical intervention as a result of the reported event. The patient was treated with prophylactic antibiotics tobramycin 80 mg and vancomycin 1g via intraperitoneal (ip) administration for 2 days. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The cassette used by the customer was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates, burrs, or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) was initiated and completed without failures. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. The treatment was cancelled due to receiving multiple m31 air detected in cassette alarms during drain 1. It is unknown at which point in therapy the leak began. Due to the fluid found within the patient's cycler it was advised they discontinue using the cycler and revert to an alternate treatment plan. The contact was advised to follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the contact reported that treatment was completed with a pd cycler at the clinic the following day. The patient experienced some discomfort in the form of abdominal distention due to holding the fluid until the following day. The patient did not experience any adverse events nor injuries requiring medical intervention as a result of the reported event. The patient was treated with prophylactic antibiotics tobramycin 80 mg and vancomycin 1g via intraperitoneal (ip) administration for 2 days. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The cassette used by the customer was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.